Manufacturer narrative:
Concomitant products: 507645 lead, implanted: (B)(6) 2009, 694958 lead implanted: (B)(6) 2006.

Event description:
It was reported that the left ventricular (lv) lead was t-wave oversensing as the left ventricular (lv) and right ventricular (rv) p orts are swapped. Therefore, sensing from the lv lead in the rv port. Hence the rv sensitivity was changed for the lv lead and the lv lead remains in use. The patient is enrolled in the (B)(6) registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.